Event description:
It was reported that the target lesion was located in the distal right coronary artery (rca) with 90% stenosis. The copilot was connected to an unspecified guiding catheter, but blood was noted to be leaking out of the copilot. No devices had been inserted through the copilot yet. The copilot was replaced with a new one and no issues were observed. There was no significant delay in the procedure reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported leak was not confirmed via device analysis. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.